Event description:
The patient was chewing on a piece of ice when the distractor plate broke off from the distractor body. Dr. (B)(6) had to perform a secondary surgery in order to remove the broken distractor and replace it with a new one.

Manufacturer narrative:
A test was performed to evaluate the movement of the distractor and it was concluded the distractor moved properly without any complications. In addition, the device was optically assessed and stereo microscopically investigated in the lab. The stereo microscopic investigation revealed a tensile crack due to stress. Further observation determined there were no indications of material or manufacturing defects discovered. Product device history records were also reviewed based on the lot number provided and revealed no abnormalities. The results of the investigation conclude that the root cause for breakage was due to stresses placed upon the device. If further information can be gathered that can add value to the contents of the investigated report, an additional follow-up report will be submitted.